Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. It was noted that this was a gradual rise. Technical services discussed continuing to monitor. The lead remains in service. No adverse patient effects were reported.